Event description:
It was reported that the surgeon inserted a 20.0 diopter aa4204tl silicone plate lens with toric and the cartridge tore the lens during insertion. The lens was removed without any pt injury. The reporter stated the cartridge was too stiff.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned prod showed that a haptic plate was torn off and missing and the rest of the lens split in half. There was no visible damage to the cartridge and there was a clear surgical residue on both products. Conclusion - (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.